Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the tip of the basket prematurely detached. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.